Event description:
Unomedical reference number (B)(4). Event occurred in the united states the patient reported that the connector broke off from the tubing on (B)(6) 2023. The patient is unsure how this happened. The patient replaced the infusion set and insulin was resumed successfully. No further information was available.